Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope had an e216 error causing there to be no image. The issue occurred during set up. There were no reports of patient harm/involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction of the videoscope had an e216 error causing there to be no image was confirmed. Based on the results of the investigation, the root cause was fluid invasion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.